Event description:
It was reported that the patient had a malignant arrhythmia and died approximately one month post implant of the implantable cardioverter defibrillator (ICD) due to a suspected malfunction of the device. It was reported that the ICD implant was successful and the device was working properly post implant. Subsequently the patient was hospitalized due to heart failure. During the hospitalization, the patient developed a malignant arrhythmia due to ventricular tachycardia (vt) and ventricular fibrillation (vf) caused by rheumatic heart disease with enlargement of the heart, and hypokalemia and hypocalcemia caused by heart failure. The patient died due to vf after torsades de pointes vt. The arrhythmia was below the lower rate limit programmed in the device. Therefore detection was not met and defibrillation therapy was not delivered. In addition, the patient had rheumatic heart disease with enlargement of the heart, heart failure and an electrolyte imbalance so the wave amplitude of the ventricular arrhythmia was very small. No additional information is available. The device was not explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction and adverse event. (B)(4).